Manufacturer narrative:
The reported event of oversensing noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece. An external insulation abrasion was found at the proximal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the reported event was isolated to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing which resulted in pacing inhibition. The rv lead was explanted and was replaced.